Event description:
During a cataract extraction procedure the pt reportedly received a corneal burn in the operative eye. The wound required a single suture to close. The pt was seeing 20/30 the following day with no evidence of astigmatism. The dr mentioned that the pt will do fine.